Event description:
It was reported that during surgery, the locking mechanism on the valgus alignment guide did not hold the distal cutting block. Procedure concluded using a backup device from smith and nephew, without surgical delay and no injury to the patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirmed that the locking mechanism on the valgus alignment guide is damaged which could cause the instrument to not function correctly. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A relationship between the device and the reported incident is corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.additional information: d4